Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The following additional information was received regarding the episode of meningitis: etiology of deafness: congenital. Cochlear malformation - mondini. The patient did receive pre implantation immunization (no details reported). No other medical history reported. The patient was hospitalized for 2 month ((B)(6)) and was treated with IV medication (no details reported). No organism was cultured. During cochlear implant surgery no complications were reported. The patient successfully recovered. This report is filed july 4, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use due to meningitis in (B)(6) 2014 (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.